Manufacturer narrative:
(B)(4). This complaint is related to emdr #1828100-2016-00492.

Event description:
It was reported that during the use of the device for a non-clinical activity (system being moved from one building to another), the left and right sides of the perfusion system base (aps1) do not communicate with each other. A central control monitor (ccm) when connected to the left side of the base does not recognize the pods including the power manager on the right side and vice versa. Also, odor of burning electronics was sensed at times from the base (refer to emdr #1828100-2016-0492). Did not observe any issues in the ccm or in other pods connected to the base. There was no patient involvement.

Manufacturer narrative:
After further investigation and additional information received, this complaint issue is considered not valid and non-reportable as there is no reasonably foreseeable potential for this issue to cause an adverse event. The part number and serial number provided were never release for interstate commerce distribution. This component was used for manufacturing product development and was damaged (dropped) during the move from the east building to the main building. Per the service repair technician, as a result most of the parts need replacing.